Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The technical service center received the actual sample for evaluation. The engineer performed the evaluation based on the failure analysis procedure. The reported issue was confirmed and was determined to be due to a hardware issue (defect of the j4 connector of the accomp board and heater pan). After replacing the j4 connector of the accomp board and the heater pan, the device met specification.

Event description:
The customer reported the system failed to boot up. No report of patient injury.

Event description:
Upon review of a returned homechoice (hc) (yume) device, the technical service center engineer found a burnt part on the j4 connector of the accomp board and heater pan. There was no allegation about the burnt from the customer.